Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 65-year-old male with coronary artery disease received an impella 5.5 for acute myocardial infarction¿related cardiogenic shock while supported with two inotropic medications, an intra-aortic balloon pump, and mechanical ventilation. After right axillary insertion, the patient showed reduced responsiveness to heparin and later developed oozing and a hematoma at the axillary drain site, which improved after additional protamine and local pressure. The device was removed after four days due to recovery of native cardiac function. Hematoma day 0.

Manufacturer narrative:
D1 brand name was updated. Asae/major bleed/hematoma: the cause of the access site adverse event was not determined due to insufficient clinical details.